Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and walked the caller through the process, after which the sensor session was successfully started without the error reoccurring.